Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient got hospitalized due to diabetic ketoacidosis (dka) and hyperglycemic event on (B)(6) 2026. Blood glucose level was 318 mg/dl at the time of the event and patient got treated with intravenous (IV) fluid infusion. The duration of hospitalization was for less than 24 hours and patient was feeling sick at the time of the event.